Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 491 mg/dl. The customer treated with manual injections. The husband stated that his wife was not feeling well. The customer was assisted with programming the pump. The customer was assisted with programming the time and date, basal rates, bolus wizard, fixed prime, meter ID and max bolus. The customer is on last acting insulin and will change her infusion set.